Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). This report is being filed on an international product, alinity I toxo igg, list number 07p45-22, that has a similar product distributed in the us, list number 07p45-40 /-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I toxo igg result on a pregnant female patient. The sample was recentrifuged and repeated which generated nonreactive results. The following data was provided: (B)(6) 2023, sid (B)(6): initial toxo igg result = 10.8 iu/ml (reactive). Avidity measurement = no antibody detected. (B)(6) 2023, sid (B)(6): repeated toxo igg result (post centrifugation) = 0.2 iu/ml (nonreactive). Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive 1.6 to < 3.0 iu/ml = grayzone >/= 3.0 iu/ml = reactive no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 49420be00 and complaint issue. The overall performance of the alinity I toxo igg reagent lot 49420be00 was reviewed using field data from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 49420be00.h4 - device mfg date was corrected from 06mar2022 to 06mar2023.

Event description:
The customer observed false reactive alinity I toxo igg result on a pregnant female patient. The sample was recentrifuged and repeated which generated nonreactive results. The following data was provided: (B)(6) 2023 sid (B)(6) initial toxo igg result = 10.8 iu/ml (reactive) avidity measurement = no antibody detected (B)(6) 2023 sid (B)(6) repeated toxo igg result (post centrifugation) = 0.2 iu/ml (nonreactive) per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive 1.6 to < 3.0 iu/ml = grayzone >/= 3.0 iu/ml = reactive no impact to patient management was reported.